Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Manufacturer contacted customer within 24 hours for knowing customer's conditions;customer expressed that feels well;customer informed that spoke to the doctor;doctor prescribed a medication for diabetes ,once a day;customer unsure the medication name. Manufacturer contacted the customer with follow up to ensure the new product replacement is not displaying hi;customer tested and obtained results of 353mg/dl and is satisfied with the new product reading results. Customer has not had medical intervention.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 300mg/dl-350mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a blood test and obtained hi. Customer was recently discharged from the hospital due to complications not directly related to diabetes and has been averaging from 300mg/dl- 350 mg/dl in the morning (fasting). Customer verified for proper testing technique and ran a blood test- meter displayed "hi".customer advise to seek medical attention due to blood glucose results obtained of hi.